Event description:
It was reported that the patient with this previously capped left ventricular (lv) lead had exhibited infection. A revision was performed and the crt-d, along with the right atrial (ra) lead, right ventricular (rv) lead, left ventricular (lv) lead and the previously capped left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).